Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were obtained from a non-vitros biorad l3 control fluid lot 40353, when compared to the biorad pi mean, using a vitros tsh reagent lot 6040 on a vitros 5600 integrated system. The most likely explanation for the lower than expected results is a biased calibration that caused a negative shift in qc fluid results generated using the calibration performed on (B)(6) 2020 (cal curve 2355). Qc fluids processed following this calibration produced results that were almost 5sd low for l2 and over 5sd low for l3. When a typical calibration was obtained using a new set of calibrators, acceptable qc fluid results were obtained for all three qc fluid levels and patient sample results obtained were acceptable to the customer. The customer continues to use vitros tsh reagent lot 6040 at the customer site and the biorad qc fluids without complaint. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issues with vitros product tsh, lot 6040.

Event description:
An ortho clinical diagnostics (ortho) laboratory specialist (ls) contacted the ortho technical solutions center (tsc) on behalf of a customer to report lower than expected tsh results obtained from a non-vitros biorad l3 quality control (qc) fluid, using vitros immunodiagnostic products tsh reagent on a vitros 5600 integrated system. Biorad l3 lot 40353 results of 21.20 and 21.28 miu/l vs. The expected results of 29.7 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros tsh results were from non-patient fluid and were not reported from the laboratory. The customer did not give any indication that patient results had been affected and there is no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).